Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, and after 5 minutes and 24.381 joules of use, the fiber experienced a failure. A new fiber was used to complete the procedure. There were no patient complications. Analysis of the returned fiber identified that the fiber tip was detached.

Manufacturer narrative:
Exact b3 date of event is unknown. With all the available information, boston scientific confirms the reported fiber malfunction. The fiber was visually inspected and no anomalies were observed. Functional testing was performed using the hene (helium-neon) laser fixture. No evidence of breakage along the length of the fiber was identified. The fiber successfully passed the connector segment verification test, saline flow test, and the visual inspection associated with the fiber card review. Microscopic analysis confirmed that the metal cap was not present, as it was not returned with the fiber. It is likely that heat accumulation at the output window due to tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow contributed to the metal cap detachment. Continuously elevated temperature can lead to fiber damage, including metal cap detachment. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.